Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21163. It was reported the patient had an open wound at the ipg site which appeared infected. The patient was advised to clean the area with betadine. The patient is diabetic and is also taking avelox for a respiratory infection. Follow-up identified the patient's entire scs system was explanted due to the possibility of a systemic infection. Cultures were drawn. The patient was hospitalized and she received intra-venous antibiotics treatment as the next course of action.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.